Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and the reader's outside casing was observed to be deformed. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly). Burn marks were observed and the battery was moulded to the reader's casing. Further extended investigation was also performed on the reader. The returned reader's battery was measured at 0.0v which is not within specification of 3.7v -4.2v. The battery was replaced with a new un-used battery and the reader successfully powered on and connected with a usb cable. It has been determined that the observed burn damage is consistent with the reader being exposed to heat or high temperatures causing the reader casing to melt and the battery to melt and mold to the casing. The customer has not returned the charging cable or adapter; however, the adc power adapter and cable does not produce enough heat to cause the observed damage in the returned reader. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the power adapter and usb cable are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not loading. The product was returned and investigated for the issue, holoading wever during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.